Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation insertion surgery was conducted at another hospital. After surgery, the implant was broken in the blade hole. A removal surgery was performed at the hospital. It was reported that there is no additional information. This report is for an unknown compression blade this report is for 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the breakage occurred at the proximal locking hole (lead-through for the spiral blade). The aqua anodized proximal femoral nail anti-rotation-ii (pfna-ii) is made of ti6al7nb alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna-ii is in compliance with the international standards iso 5832-11 and astm f1295. The dimensions of the cannulated pfna-ii (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. On the distal fragment (below the fracture site) several shiny areas of the anodic oxidation coating are observed. Gliding, wear marks and mechanical damages are shown on the pfna spiral blade, inside the fractured proximal locking hole, the distal oval locking hole, and the 4.9 mm locking bolt. Additionally the distal locking hole shows a crack on the medial side in the area of the mechanical damage. These are a result from micromovements between the pfna-ii and the spiral blade, respectively the pfna-ii and the locking bolt. Macroscopically visible lines on the fracture surfaces are a sign of a fatigue failure. When examining the proximal fracture surfaces of the pfna-ii using the scanning electron microscope (sem), the crack started at the lateral side of the intramedullary nail and ran into the material. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. The presence of these striations is a clear indication of a fatigue process. Based on the topography of the fracture surface and the results of the macroscopic examination, it is likely that the implant was subjected to moderate dynamic bending loads (two-sided). Constantly alternating load cycles (during walking) lead to the fatigue fracture of the pfna-ii. The implant could not resist the applied forces which finally lead to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown compression blade. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.